Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience dry heaves, dizziness, burning in the abdomen, pain the legs, and inability to eat. The patient went to the emergency room where the physician worked on alleviating the patient effects. On (B)(6) 2016, it was further reported that the patient recovered from the symptoms and is doing well. It was noted that the issue was likely unrelated to the device.